Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts and alarms not working occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and passed. Receiver functional test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.